Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 526 mg/dl. Current blood glucose level of customer was 380mg/dl. Customer also reported change sensor alert and sensor updating alert. Customer were experiencing symptoms for high blood glucose level such as high ketones. Customer stated auto mode feature was active at time of high blood glucose event. The insulin pump will be returned for analysis.